Event description:
It was reported that the insulin pump alarmed motor error during a priming attempt. The blood glucose reading was 120 mg/dl. No significant events leading to the alarm were observed. The customer stated that her settings were erased from the insulin pump and several other error alarms occurred. The customer declined troubleshooting and requested replacement of the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly on the pump. No keypad anomaly or button error alarm was noted. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside to the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, excessive no delivery, occlusion, or other alarm tests due to the motor error alarms. Also, the pump had minor scratches on the display window, a cracked reservoir tube lip, and a cracked reservoir tube near reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.